Event description:
During a single-side davinci lap hysterectomy a piece of the fenestrated forces, jaw broke off and was loose in the pt's body. The surgeon was able to retrieve all pieces immediately. Unsure of the mechanism of the failure.